Event description:
An alarm labeled as 30 was reported on the pump, and it occurred while the pump was in use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to load a new cartridge successfully, as the alarm recurred. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was guided on storing the pump and agreed to return the faulty pump within 10 days using a pre-paid label.